Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back incident, and the customer has been workingon replacing the contaminated parts and now wants getinge to complete this repair. No patient harm, serious injury or adverse event was reported. Call cancelled by customer. Original issue was a blood back. The stm contacted the customer to schedule this service but they informed me that the repair had been completed in-house and wished to cancel the service request. The stm closing this order at the customer's request. No onsite or service work performed.

Event description:
It was reported during use, that the cs300 intra-aortic balloon pump (iabp) had a blood back incident, and the customer has been working on replacing the contaminated parts and now wants getinge to complete this repair. No patient harm, serious injury or adverse event was reported.